Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported unspecified occlusion error which was not reproduced due to an unrelated issue. The occlusion error was verified by the presence of upstream occlusion alarms found through a review of the event history log. The reported symptom was caused by the ultrasonic sensor which was found out of specification. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an unspecified occlusion error. There was no known patient injury or medical intervention associated with this event. No additional information is available.